Event description:
It was reported that the patient experienced repetitive life threatening seizures on (B)(6) 2008, one day after a ventriculography was performed. There was no report of a previous seizure disorder and the cause of the seizures was unknown, though the hcp did state that the seizure was not caused by the device or stimulation. The patient was treated with levetiracetam and recovered on (B)(6) 2008.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0824146k, product type lead; product ID 3389-28, lot # b0824147k, product type lead.